Event description:
It was reported that pump displayed malfunction alarm code 12 with fault ID 0x2071, with no notable events occurring beforehand and no indication that the customer¿s blood glucose exceeded the reported threshold. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of the malfunction alarm, was advised to continue using pump, and was instructed to call back if malfunction code recurred, which customer acknowledged and understood.